Event description:
The customer reported that when opening a bottle of opd tablets, a scientist working on the assay inhaled vapor or powder. No death or serious injury was associated with this incident.